Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction could have contributed to the pt's ketoacidosis and hospitalization. No actual blood glucose comparisons between the pt's meter and the hospital's were reported. No product lot number was reported therefore, no qualification records were reviewed.

Event description:
The customer reported that her blood glucose reached 30.0 mmol/l (540 mg/dl) and she had to go to the hosp. Upon arrival, she was diagnosed with acute diabetic ketoacidosis and they also did a bg comparison with the hosp meter and found the pdm was giving erratic bg readings. She did not provide any further info regarding the hospitalization or her treatment.